Event description:
The surgeon attempted to implant an aq2010v silicone three-piece lens, but the haptic tore while being inserted. The lens touched the patient's eye, but was not implanted. There was no patient injury. The nurse stated it was unknown as to why the haptic tore.